Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level at the time of incident was unknown. The customer was advice to continue use of the pump till replacement insulin pump arrives. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specification range. The insulin pump was monitored for several hours and no unexpected low battery life, low battery alert, unexpected power loss or replace battery now alarm noted during testing. (B)(4).